Event description:
Revision surgery - due to the surgeon finding that the patient had an acute humeral fracture. The surgeon did not indicate anything about patient falling or how the fracture occurred.

Manufacturer narrative:
The reason for this revision surgery was the surgeon found that the patient had an acute humeral fracture. The in-vivo length of patient service for the implant could not be determined since the date of the original sugery was not provided by the hospital. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot number was not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. No additional information was obtained from the agent to assist in the event identification. Should zimmer-biomet provide additional information concerning this complaint, the complaint will be re-opened and a further review shall be conducted. This complaint is deemed to be non-product related. The complaint states the patient had fracture in the joint. This revision was necessary to correct the patient's condition. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part associated with this investigation was not returned to djo surgical for evaluation. No other conditions relating to this event could be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.